Event description:
Reporter stated that customer received the following results on the mobile system within 5 minutes: hi (result > 600 mg/dl), 422 mg/dl, and 201 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, customer has used up the suspect strips and are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.